Manufacturer narrative:
B3: unknown; no information has been provided to date. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed and the device was over infusing. The software was updated to correct the malfunction.

Event description:
It was reported that the device failed accuracy +11.9%. The event occurred during testing.